Event description:
It was reported that a pt underwent a thyroidectomy procedure on (B)(6) 2010 and a drain was placed. Prior to using the drain it was difficult to remove the cap from the trocar. The cap was eventually removed with a surgical knife. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4) - trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.